Event description:
The customer states that a patient sample generated a falsely low wbc result of 0.020 x 10e9/l. A repeat test yielded a wbc value in the normal range of 4.48 x 10e9/l. There were no adverse outcomes reported related to this issue.

Event description:
Caller tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 3.0 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).